Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is synthes sales rep. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(6).

Event description:
It was reported on (B)(6) 2019, during on an unknown procedure, six (6) small hexagonal screwdriver with holding sleeve, six (6) large hexagonal screwdriver and six (6) cannulated hexagonal screwdriver where leaking dye inside sterile genesis pans. There is no patient involvement. This is complaint 9 of 10 for (B)(4).